Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was reported to be re-implanted due to electrode degeneration over time leading to total electrode failure. There was loss of functionality on affected channels. The device was explanted on (B)(6) 2019 and a new device was implanted on the same day.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient was reported to be re-implanted due to electrode degeneration over time leading to total electrode failure. There was loss of functionality on affected channels. The user was re-implanted.